Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the hospital a month ago with low blood glucose. The customer mentioned having a problem with gastroparesis. The customer also reported that she is getting a strong insulin smell in her insulin after changing the reservoir, but there is no visible moisture in the device. No further information was provided.